Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: there was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when circulator properly opened package according to instructions, the top wrapping tore in a manner to contaminate the implant. The packaging was defective and the surgeon was not comfortable using it. It was unknown, if there was a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that when circulator properly opened package according to our instructions, the top wrapping tore in a manner to contaminate the implant. The packaging was defective and the surgeon was not comfortable using it. It was unknown, if there was a surgical delay. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed no signs of nonconformance on its surface. The dlt ts cer hd 12/14 32mm +1 exhibited no indications of defects. Notably, the device was returned without its packaging, as evidenced in the accompanying attachment ((B)(4)). Given the device's open condition upon receipt and the absence of packaging, it is difficult to ascertain any issues pertaining to packaging integrity or sterility. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the dlt ts cer hd 12/14 32mm +1 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.